Event description:
During an endoscopic retrograde cholangiopancreatography, ercp, for stone removal, the physician used a cook memory eight wire basket. It was reported that the basket could not be closed completely, then retracted the basket and found out the basket wire was broken. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information indicated that the basket extension and retraction was verified prior to use, but the basket did not function properly prior to use. However, the description of events indicates the device was used anyway. The instructions for use state: "if an abnormality is detected that would prohibit proper working condition, do not use." Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the basket extension and retraction was verified prior to use and it did not function properly, but they used the device anyway, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully advanced. The basket has one broken wire detached near the proximal end of the wire and remaining attached at the distal tip of the basket. The basket advanced and retracted as intended during handle manipulation with the broken wire remaining outside of the catheter. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point, but there was no evidence of the wire being damaged by the buff process. A white substance was noted within the distal catheter. No parts of the device appear to be missing. No other anomalies were detected. Photos were exchanged with production leadership and manufacturing engineering on 28jul2025. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wire was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. The guidelines for soldering process has been revised to bring awareness to the risk of overheating during the soldering process and a retraining has been performed for all operators since the manufacture date of the affected lot to reduce occurrences of embrittlement. Additional information indicated that the basket extension and retraction was verified prior to use, but the basket did not function properly prior to use. However, the description of events indicates the device was used anyway. The instructions for use state: "if an abnormality is detected that would prohibit proper working condition, do not use." Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the basket extension and retraction was verified prior to use and it did not function properly, but they used the device anyway, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.